Event description:
A report was received that the patient was getting stimulation in non-target areas due to lead migration. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was getting stimulation in non-target areas due to lead migration. The patient will undergo a lead replacement procedure.